Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy due to second-degree rectocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.